Event description:
Reporter alleged obtaining a discrepant blood glucose value of 100 mg/dl back to back with a result of 190 mg/dl when testing was performed within 10 mins on the compact plus system. Reporter stated that at a separate time, he obtained an additional comparison of 100 mg/dl back to back with a result of 180 mg/dl within 10 mins on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.